Event description:
User experienced a leak from the analyzer. No patient samples were involved. No operators were harmed. The field service representative determined there was a bad seal around the reservoir tank and reconditioned the seal.